Event description:
The motor stall was reported and confirmed with no motor stall recovery recorded. The motor stall was caused by physician using a magnet when trying to telemetry a pump. The duration of the motor stall was not reported. No pt symptoms were reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).